Manufacturer narrative:
D9: date returned to mfg: unknown. B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device displayed error 41786¿ was confirmed. When powered on, the device showed error 41786. The device was set to charge for 4 days and battery held charge. Preventative maintenance was then performed on the device. The probable cause was drained rtc battery. No parts replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device displayed error 41786. There was no patient involvement/harm reported.